Manufacturer narrative:
The manufacturing record review was performed. There were no associated nonconformity reports or deviations. The in-line optical inspection data showed that the lens was within power specification. During the manufacturing record review of the production order for this serial number, no nonconformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon post operative examination the patient had poor visual acuity and the doctor suspected that there was a discrepancy in the labeled lens power. It was stated that the lens was cut in half and explanted in a secondary procedure. No further information was provided.